Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h4 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified signs of repeated use and the guide has a pin seized in one of its guide holes. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 20800000016 - 3.2mm hdless trocar dr pin -1x - unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02106.

Event description:
It was reported that the 3.2 headless trochar pin cold welded into the distal femoral cut block. The rep was unable to get the pin out of the jig. There was no surgical delay. The surgical technique was utilized. The surgery was completed with a second device. Attempts have been made and no further information has been provided.